Event description:
Customer reports, catheter was inserted by doctor and did not function when hooked up to an atrium. Stepped connector and banding was checked; no problems there. Doctor could see blood column bubbling in catheter but instead of drawing up blood, air was leaking out of catheter. Catheter was cut back approximately one inch and still leaked. Changed connector to a tapered connector; still had leakage around catheter. Cut catheter back to mold mark and put bone wax on edge of cut catheter where wire insert is. Air leakage stopped. No pt injury was reported.

Manufacturer narrative:
Two used pieces and two unopened catheters were returned and evaluated. The unopened samples functioned normally. One off the used pieces displayed a small break in the internal web material between the primary and secondary lumen. A leak was observed. The probable cause is that the needle stock used to seal the lumen accidentally broke through the web. In future, all needle stock will be inspected for sharp edges. This leakage appears to be highly unusual and isolated. Corrective action has been implemented.